Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's bolus wizard was not subtracting their active insulin and it resulted in 2 low blood glucose incidents during the night. The customer¿s blood glucose level was 73 mg/dl at the time of the call. Troubleshooting was not completed. The customer was advised to enter bolus amounts manually prior to receiving a pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The insulin pump passed the delivery accuracy test at 0.0876 inches. The bolus wizard functioning properly per bolus wizard sample in the user guide. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.